Event description:
Patient reported obtaining a blood glucose results 219 mg/dl on the suspect device. Patient indicated that, she immediately switched to a new vial of strips and retested blood glucose with a result of 101 mg/dl, which she believed was correct. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.